Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the fenestrated bipolar forceps had a broken conductor wire. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the broken wire was identified during the procedure. There was no loss of cautery associated with the broken cable. There were no signs of thermal damage. There was no arcing observed during the procedure. There was no remarkable collision of the instrument. There was no injury to the patient. The procedure was completed. There are no images or video of the device or the procedure. The patient information was not provided.